Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing which led to unnecessary shock therapy delivery and high out-of-range pace impedance measurements. The rv lead was suspected to have fractured. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.